Event description:
It was reported that the ventilator generated technical error codes indicating a turbine module failure. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating a turbine module failure. Our field service engineer has investigated the reported machine on site. The blower module has been replaced to resolve the issue. The replaced part has not been sent for further investigation. However, by evaluating the provided device logs, we could confirm the reported issue and we can relate it to an investigation performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The production process has been revised to ensure that this will not happen again. The improved turbine module has been implemented in the production line of new servo-air devices and as spare part. The turbine module installed in this ventilator device was manufactured before the improved turbine was implemented.

Event description:
Manufacturer ref#: (B)(4).